Manufacturer narrative:
Final analysis found insulation abrasions at 10.0 cm to 10.2 cm from the connector pin which exposed the outer coil. The insulation was abraded at 54.2 cm to 54.4 cm from the connector pin. The abrasions were consistent with constant friction with another implantable device. This likely contributed to the reported oversensing.

Event description:
New information notes that the noise was reproducible with arm movements. The lead was explanted on (B)(6) 2014

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited oversensing via a merlin.net transmission. The patient would be monitored.